Event description:
It was reported that the customer had an unresponsive button or keypad on the insulin pump. No further details given.

Manufacturer narrative:
.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test.